Event description:
The customer states that the accu-chek active strip expiration date is 11/2008. The electronic inventory system expiration date for the strip is 05/31/2008. Batch record verification also confirmed the expiration date as 05/31/2008. No reported actions taken. No adverse event reported. New system sent and return requested.